Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the internal paddles do not work. This report was initially submitted as a product problem because it was initially reported there was no patient involvement. However, additional information received clarified that the issue occurred during patient use, therefore, this report has been updated to a serious injury. It was reported to philips that the internal paddles do not work. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the internal paddles do not work. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the internal paddles do not work. The device was reportedly in clinical use during heart surgery when the reported issue was discovered. According to the customer, the impact to the patient was a delay in life saving therapy due to the time taken to replace the internal paddles for another set. There was no lasting impact to the patient reported as a result of this issue. The patient outcome was reported as normal after the paddles were replaced. No additional patient information has been provided by the customer. The fse evaluated the device on site. The customer replaced the internal paddles, and no other problems were observed. The device remains at the customer site and no further evaluation is warranted at this time. No log files or patient event files were received for philips to review. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). Philips has made the decision to discontinue the heartstart xl+ monitor/defibrillator, which has reached the end of its product life cycle. The last date of shipment for the heartstart xl+ was october 2017. The end of life (eol) is scheduled globally to end 12/31/2022, where the end of support (eos) period will then begin. Based on the information available and the testing conducted the reported problem was determined to be caused by the internal paddles. The root cause could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer replaced the paddles to resolve the issue, however since the device was identified to be end of life the customer replaced it. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.